Event description:
A customer contacted baxter's technical service center regarding a system error 2267 which occurred on the home choice (hc) during dwell 3 of 6. The home patient (hp) stated that the unused clamps were all open. The technical service representative (tsr) advised the hp that unused lines should be clamped during therapy. The tsr ended therapy and advised the hp to notify the peritoneal dialysis nurse of the missed therapy. The hc was operational. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The root cause was determined to be use error. The labeling was found adequate for the potential use error in this complaint. A batch review was not performed as the lot number was unknown.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted.